Manufacturer narrative:
A complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. An over torqued inner coil was found at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for rising pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood clogging the helix region and an over torqued inner coil at the connector region.

Event description:
It was reported that the patient's right ventricular lead had rising pacing thresholds. The physician elected to perform a lead revision on (B)(6) 2021. During the procedure, the helix was not properly screwing back in or re-deploying. The physician then extracted and replaced the right ventricular lead successfully. The patient did not suffer any consequences.